Event description:
It was reported that the patient experienced erosion with their artificial urinary sphincter. The device was removed. A 5.5 cm cuff, pump, and 61-70 cm h2o balloon were implanted at a later date. The patient was doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.